Event description:
Patient presented with wound dehiscence, drainage and gi bleeding approximately two weeks following achilles tendon repair with v-y lengthening using orthadapt augmentation. Approximately five weeks post-repair, culture results showed stenotrophomonas maltophilia and enterobacter cloacae. After debriding the wound several times, physician explanted graft (approximately nine weeks post-repair). Patient continued with wound complications post-explant.

Manufacturer narrative:
A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. Both organisms are non-sporeforming gram-negative bacilli and are categorized as vegetative bacteria. Any vegetative bacteria present during the orthadapt manufacturing process would not survive the proprietary sterilization process; therefore, it is highly unlikely that the organisms in question could have come from the implant. Stenotrophomonas maltophilia is found in a variety of aquatic environments, including fluids used in a hospital setting (i.e. Irrigation solutions and patient secretions - wound exudates). Enterobacter cloacae infections can arise via colonization of the skin and superficial tissue; infection sources include personnel and isotonic saline solutions. Both organisms are known to cause surgical wound infections. Based on the information provided by the surgeon and results of the complaint investigation, it is likely that the incident was not graft-related, but was due to wound complications with possible infectious process.